Event description:
It was reported that during a cholecystectomy procedure, it is reported that the surgeon went to clip the vessel and the tips of the device stuck together and the clips did not deploy. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Empty, fired through lockout. Evaluation summary: the analysis results found that the el5ml device was received with the shaft bent at the handle assembly area. When testing the device for functionality, it was noted to be empty and the lockout was fired through. The antibackup feature was noted non-functional. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. If the trigger is forced closed, once the last clip lockout has engaged, the jaws may remain closed. Additionally, the orange indicator was noted beyond its intended position. No functional testing could be performed to evaluate feeding/firing issues. We have documented the circumstances as they were reported to us. A batch record review was performed and no anomalies were found during the manufacturing process.